Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, pre-cautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that thirteen days post-endovascular arteriovenous fistula creation, the endovascular arteriovenous fistula was allegedly found to be not matured within three months of index procedure, by physical assessment. It was further reported that two months and eight days post index procedure, the endovascular arteriovenous fistula was still allegedly found to be not matured by physical assessment. Reportedly, second-stage procedure was performed to support maturation of the arterialized vein segments (i.e., secondary coil embolization), and balloon assisted maturation was performed. The current status of the patient was unknown.